Event description:
Healthcare professional (hcp) reports one incident of blood leak with the psn 210 dialyzer. Incident occurred at the start of the patient's treatment and was noted on leak alarm. Blood leak was also verified visually in dialysate and with positive hemastix. Blood was not returned to the patient, with an estimated blood loss of 250cc. Treatment was resumed with new disposables and completed without further incident. No pt injury or medical intervention reported per hcp.